Manufacturer narrative:
The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt200 breathing circuits were not returned to fisher & paykel healthcare (B)(4) for evaluation. We were unable to determine what had caused the leak as reported by the customer as we did not receive a device to test. The customer confirmed that there was no damage visible on any of the three complaint circuits. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt200 breathing circuit state: check all connections are tight before use. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that three rt200 adult breathing circuits failed the leak test on a dräger v500 ventilator. This was found before patient use.